Event description:
It was reported that the right ventricular lead exhibited noise high thresholds and high impedance. The lead sustained clavicular crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.